Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures.